Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. A serial readout was taken and sent to livanova (B)(4)for analysis. Evaluation of the readout out was unable to identify the cause of the issue. The device has been requested for return to livanova deutschland for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned

Event description:
Livanova (B)(4) received a report that the s5 roller pump displayed an error message and stopped during a procedure. The user immediately started using the hand crank while the s5 console was switched out. The pump was tested by the customer after the procedure and the issue was not reproduced. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The pump was returned to livanova (B)(4) for investigation. During evaluation, the reported issue could not be reproduced. The pump was tested with high occlusion and an endurance test of about 10 hours was performed without issue. The device was placed into the climate chamber and tested at 50°c and at 10°c and different humidity levels, but no deviations were identified. The read-out analysis only showed that a bubble alarm stopped the pump and that an error message appeared as a result of hand cranking. Livanova service replaced the shaft angle encoder as a precaution and subsequent testing found no further issues. A technical safety inspection was performed successfully and the device returned to the customer.